Event description:
It was reported that the subject device exhibited e433 self-reboot error during set-up. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Device evaluation and inspection found the reported issue of e433 was not confirmed. However, evaluation found an error e091 due to faulty generator board. Based on the results of the investigation, the reported issue of e433 was not confirmed . A definitive root cause of the reported event cannot be identified. Additionally, based on investigation, the root cause of the faulty generator board could not be conclusively identified. Probable cause could be attributed to component failure . Olympus will continue to monitor field performance for this device.